Manufacturer narrative:
An evaluation of the scd express was performed and the customer states ¿the power cord has been burned.¿ the unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The unit was manufactured in 2007, and review of the device history record could not be conducted due to an invalid serial number. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had damaged power cord that was burnt. No patient involved in this event.